Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The adjustment for the thickness of the graft is not staying put but rather fluctuates upon use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 12, 2018, it was reported that the thickness of the graft is not staying, but rather fluctuates when using. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical/ medicrea has previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was october 18, 2014 where it was reported that the device does not take skin properly and the motor, machine head, seal screws and bearings were replaced. Product return of the air dermatome by medicrea on april 20, 2018 revealed that the air motor, lever and reciprocating arm were all corroded. The thickness control shaft and control bar were bent. The calibration was out of specification. The motor was within motor speed specification at 5,320 rpm. Repair of the air dermatome was performed by medicrea on april 25, 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm, control bar, thickness control shaft, external retaining ring, and additional screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the thickness control shaft and control bar were bent and the calibration was out of specification. The cause of the thickness of the graft fluctuating was due to the calibration being out of specification and the components being bent. The root cause of the thickness of the graft fluctuating could not be determined with the provided information since it is unknown how the damaged to the device occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.